Event description:
Subsequent to the initial medwatch report, the additional information was obtained: the emboshield nav 6 filter had not stretched and had not separated into two pieces. All was removed as a single unit and a spider rx was used in replacement. The nav 6 filter tip had frayed.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. Based on the information provided, the reported difficulties appear to be due to case circumstances. Reportedly, difficulty was encountered advancing through the stenosis which required applying torque and ultimately causing the devices to become stuck together. The damage apparently occurred to the filter during the attempt to separate the devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. MFR site - contact office first and last name. Device code 1601 was removed.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that this was a percutaneous intervention treating an internal carotid lesion. The emboshield nav 6 catheter was difficult to advance through the stenosis. While applying torque, advancement and removal maneuvers were performed with difficulty. Upon removal, the emboshield nav 6 guide tip was stuck with the non-abbott catheter. During removal and once at the thoracic area, emboshield nav 6 filter stretching was noted. All was removed from the anatomy. A non-abbott device was used in replacement. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided regarding this issue.